Event description:
A customer reported experiencing a cartridge alarm 20 while using their pump during the delivery process. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Customer planned to use mdi as a backup therapy to ensure continued insulin delivery, and technical support arranged to replace the out-of-warranty pump with a loaner.